Event description:
It was reported that the customer had high blood glucose levels of 564 mg/dl. The customer reported being hospitalized on (B)(6) 2014 due to diabetes ketoacidosis and high ketones. The customer indicated having symptoms consistent with high blood glucose levels including dehydration and feeling sick. The customer treated with manual insulin injections and a bolus from the insulin pump. The customer was wearing the insulin pump at the time of hospitalization. The father of the customer went ahead with troubleshooting the insulin pump. The customer reported that there were no visible leaks or air bubbles on the insulin pump. It was reported that the insulin pump passed the high pressure test. The customer was advised that the insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump passed functional testing including rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No excessive no delivery alarms noted. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.